Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event is confirmed as examination of the fiber identified a break in the fiber body, between the input connector and control knob. It is probable that excessive manipulation/rough technique applied to the fiber during setup caused the fiber body break, leading to the reported observations. According to the instructions for use (IFU), bending the fiber at sharp angles can cause damage to the fiber, including body breaks. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber did not identify any signs of detritus adhesion nor devitrification at the tip. A break was observed in the fiber body, between input connector and control knob was observed. The fiber was functionally tested with helium neon (hene) laser fixture, and the testing conducted identified that the aiming beam was present at the break location. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced excessive manipulation/rough technique. These factors are likely to cause the noted fiber body break. The IFU instructs the user not to bend the fiber at sharp angles to reduce the fiber damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that at the beginning of a photoselective vaporization of the prostate, the fiber flashed back, showing an arc like image towards the doctor. A slight bend was noticed just behind the handle of the fiber after it was disconnected.. The procedure was completed with a second fiber without patient complications. The fiber was returned for analysis and the testing conducted identified a break in the fiber body.